Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure to treat a target lesion in the proximal left anterior descending (lad) artery. During the procedure, a dissection occurred after pre-dilatation using a 3.5 x 12 mm trek balloon dilatation catheter. The patient experienced angina and t-wave changes. Medication and additional balloon inflations were provided as treatment, resolving the event. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported dissection and angina are listed in the trek rx instructions for use (IFU), in the adverse effects section as known adverse events. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.